Event description:
It was reported that the pt has a loss of therapeutic effect. There was no stimulation sensation following an implant on (B) (6) 2010. The pt had therapeutic stimulation on the left lead, but not in the right lead. At very high amplitude (10.5v) on the right lead, the pt reported a mild stimulation point at the lead electrode site. The pt was at the clinic at the time of the report. The pt's status was reported to be good. Impedance measurements for both electrodes were normal (300-600 range) except 14 and 15 were shorted (<50) with each other and subsequently left out of programming. The pt was scheduled for a lead revision.

Manufacturer narrative:
(B) (4).